Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "foreign matter was found inside the tube and this affected tube cannot be used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary bd received 1 sample and 5 photos from the customer in support of this complaint. A visual examination of the sample and photos was performed and the issue of foreign matter on the inside of the tube. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The root cause for the foreign matter could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "foreign matter was found inside the tube and this affected tube cannot be used.